Event description:
Customer reported scratches on a pump screen and did not have a screen protector. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.